Event description:
Edwards received notification from our affiliate in (B)(6). As reported, this was a case of an implant of a 23mm edwards sapien 3 ultra transcatheter heart valve, in the aortic position by transapical approach. The alignment of the valve was good, and the middle marker used. Because of a very heavy calcification in the lvot, the valve emerged towards aorta and was implanted higher than intended, with paravalvular leak (pvl). Therefore, it was decided to implant a second valve. The second valve was implanted 80/20 and had no pvl. The patient was doing well and in good condition.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion.

Manufacturer narrative:
The device was not returned for evaluation as remained implanted. Therefore, a no product return engineering evaluation was performed. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Therefore, no device history record or lot history are required. Provide video and 3mensio were reviewed, revealing the following observations: thv appeared to be too be implanted too aortic, with the inflow side positioned above the basal ring. Contrast media appeared to be leaking from the side into the left ventricle, indicating pvl. Left ventricular outflow tract (lvot) perimeter appeared to have presence of calcification. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints of malpositioned valve and paravalvular leak were confirmed based on the provided imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. As reported, ''because of a very heavy calcification in the lvot the valve emerged towards aorta and was implanted higher than intended (approx. 105/0), with high pvl. Therefore, it was decided to implant a second valve to seal the annulus better.'' As confirmed through medical imagery, patient had presence of calcium along the perimeter of the left ventricular outflow tract (lvot). The rigid characteristics of calcium could have caused the thv to get pushed upward toward the aorta during deployment, as reported. As such, available information suggests that patient factors (calcified lvot) may have contributed to the complaint event. Since no labeling or IFU inadequacies were identified, no corrective/preventative action nor product risk assessment (pra) is required. Due to the malpositioned thv, wherein the valve landed too aortic, the thv skirt was unable to be properly sealed against the annulus such that this led to paravalvular leak (pvl). As such, available information suggests that procedural factors (thv malposition) may have contributed to the complaint event. Since no labeling or IFU inadequacies were identified, no corrective/preventative action nor pra is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.